Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination, where the patient made a mistake and did not wear a mask or clean the exchange area before starting peritoneal dialysis (pd) therapy using unknown baxter pd disposables, which caused peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. The patient was treated with unspecified antibiotics (route, dose and frequency not reported). The patient was hospitalized for four days before being discharged. At the time of this report the patient was recovering from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.